Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6) 2006. According the complainant, the patient experienced complications and underwent a procedure to excise some eroding vaginal mesh on (B)(6) 2009 (specifics of complications and procedure unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.